Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient suffered a sudden myocardial infarction and was hospitalized. During use of a bio-medicus life support cannula there was bleeding from the lower end of the vent hole during extracorporeal membrane oxygenation (ECMO) use. On the afternoon of the third day of ECMO transfer, a nurse inspected the wound and discovered bleeding from the cannula body. The clinician decided to change the left leg and re-cannulated the femoral artery. Therefore, the cannula site in the right leg was injured and sutured. During the replaced position process, the patient lost a total of 500-600 ml of blood, resulting in cardiac ischemia and blood pressure dropped, high pressure was 70 mmhg. This was diagnosed as a malignant arrhythmia. The doctor transfused the patient 6 units of red blood cells and administered 11 micrograms/kg of vasopressors. On the fourth day of transfer the patient's health indicators gradually recover, and he was asleep. The doctor was closely monitoring the patient's condition. If the vital signs remain stable, the cannula and machine were expected to be removed in 2-3 days.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a crack in the cannula luer port. Evidence of the leak has been provided. The device was connected to a water supply and with 0.5 lpm flowing and less than 1 psi of back pressure there was a leak observed from the cracked luer port. Reason for the return was confirmed. Correction d3. MFR name & d3.6: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the hemostasis cap was used when the introducer was inserted into the cannula body connector. The catheter was placed at the position of the femoral artery and femoral vein in the right leg. The catheter was used for 3 days before the cannula body ruptured. Correction d3 (MFR name) <(>&<)> d3.6 (postal code): these fields have been updated. Correction g4.4 (PMA / 510(k) #): this field has been updated. Correction h6 (patient codes (ime/annex e)): these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.